Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 352 mg/dl. A bolus was delivered to address the bg reading. During troubleshooting with tandem customer technical support (cts).

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was elevated, up to 405 mg/dl, due to running out of insulin prior to the malfunction and not having alternate insulin therapy at the time of the event. During follow up with tandem customer technical support (cts), the malfunction alarm was cleared and insulin delivery was resumed. A bolus was delivered to address bg level.